Event description:
During an incident in 2000 involving a male pt with a pacemaker, no pulse and not breathing, this defibrillator assessed and said stand back but then nothing happened and the defibrillator indicated that the shock had been administered. An amublance arrived a few minutes later and shocked the pt using the electrodes that were already on the pt. The pt was airlifted to a hospital and is believed to be alive.

Manufacturer narrative:
The returned defibrillator was tested using a known good power source, and proper operation for pt treatment was verified. Using each of the 2 returned 5 years old batteries, only one shock could be delivered before the battery light came on and the unit voiced "change battery". No cassette tape of the incident was made available for this evaluation. The hs1000 operating instructions contraindicate use of the hs1000 in the presence of a cardiac pacemaker. It explains that the "change battery" message voices and the battery light comes on as a warning when there is insufficient power for additional defibrillation and the battery must be replaced or recharged as soon as possible. If "change battery" is spoken a second time, battery capacity has dropped below operating level and the hs1000 will automatically shut off. The operating instructions recommend replacement with new batteries every 12 months. The customer was sent a letter explaining our evaluation and that the hs1000 should not be used on a pt with a pacemaker. This report is the result of a retrospective complaint review by lmc. It is timely filed under lmc's revised MDR procedure and its written commitment to the agency, each of which has resulted from laerdal's receiving information relating the agency's current thinking with respect to MDR regulation interpretation and enforcement policy.